Event description:
Synergy china registry. It was reported that acute coronary syndrome occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the left main coronary artery (lmca) extending up to distal left anterior descending (lad) with 99% stenosis and was 95 mm long, with a reference vessel diameter of 3.50 mm. The target lesion was treated with direct placement of 2.75 mm x 38 mm synergy stent system overlapped with another 3.50 mm x 32 mm synergy stent system. Also, an additional drug eluting stent was used during the treatment of the target lesion. Following post-dilatation, the residual stenosis was 0%. Six days later, the subject was discharged on aspirin and clopidogrel. Five days post hospital discharge, the subject presented with unknown symptoms of acute coronary syndrome and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with acute coronary syndrome. The event was treated medically and angiography without revascularization was performed during the event. At the time of reporting, the event was considered to be recovering/resolving. Eleven days later, the subject was discharged from hospital.

Manufacturer narrative:
E1 initial reporter address 1:(B)(6). E1 initial reporter phone: (B)(6).

Manufacturer narrative:
E1 initial reporter address 1: no. (B)(6). E1 initial reporter phone: (B)(6).

Event description:
Synergy china registry. It was reported that acute coronary syndrome occurred. In january 2020, the subject was referred for cardiac catheterization. The target lesion was located in the left main coronary artery (lmca) extending up to distal left anterior descending (lad) with 99% stenosis and was 95 mm long, with a reference vessel diameter of 3.50 mm. The target lesion was treated with direct placement of 2.75 mm x 38 mm synergy stent system overlapped with another 3.50 mm x 32 mm synergy stent system. Also, an additional drug eluting stent was used during the treatment of the target lesion. Following post-dilatation, the residual stenosis was 0%. Six days later, the subject was discharged on aspirin and clopidogrel. Five days post hospital discharge, the subject presented with unknown symptoms of acute coronary syndrome and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with acute coronary syndrome. The event was treated medically and angiography without revascularization was performed during the event. At the time of reporting, the event was considered to be recovering/resolving. Eleven days later, the subject was discharged from hospital. It was further reported that the additional drug eluting stent used during the treatment of the target lesion was a promus premier.